Event description:
The customer contacted baxter's technical service center for assistance starting therapy over. During connection of the bags, the home patient (hp) accidently pulled the cap off of the patient line and contaminated it. The baxter technical service representative (tsr) assisted the hp with ending therapy. The hp will start over using all new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Should any additional information become available a follow-up report will be submitted.